Event description:
Boston scientific received information that this product was returned with no reported product performance issues and no reported adverse patient effects. Initial analysis completed in our post market quality assurance laboratory determined this product did not meet longevity expectations.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough analysis of the device was performed. The device met longevity expectations. The device completed a capacitor reform with a charge time of 43.3 seconds at room temperature. A second capacitor reform noted 31.5 seconds. A third capacitor reform noted 31.7 seconds. This is expected behavior. It is possible that the high charge time that caused end of life (eol) was due to external conditions at that time that could not be determined. The device met the longevity requirements and no irregularities were noted with the hybrid or the high voltage capacitors. The hybrid assembly operated normally with external power attached. The cause of the short elective replacement indicator (eri) to eol window could not be determined.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.